Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. It was also reported that there was an under reporting of atrial fibrillation percentage. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).